Manufacturer narrative:
Batch review performed on 14-sep-2021: lot 1909301: (B)(4) items manufactured and released on 09-mar-2021. Expiration date: 2025-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Other devices involved: batch review performed on 14-sep-2021: liner: versafitcup dm 01.26.2852mhc double mobility hc liner ø 52/28 (k092265) lot 182236: (B)(4) items manufactured and released on 04-jul-2018. Expiration date: 2023-06-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient sent an e-mail to medacta reporting the details of the revision surgery 1 year and 1 month after the primary and a complaint has been notified. The surgeon found notable metallosis in the synovium and inflammation due to impaction of the metallic titanium femoral neck against the edge of the cup. There was a notch that had been bored into the femoral neck because of this prosthetic impingement.